Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board required replacement to address the issue. The device deemed beyond repair and scrapped. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.